Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The helix of the lead was extrinsically bent. Visual analysis of the lead indicated damage at implant. The analyst noted the helix was received extended and bent and would not retract. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the right ventricular (rv) lead, the helix would not fully extend into the tissue. After multiple attempts, it was decided to not use the lead and another lead was successfully placed. No patient complications have been reported as a result of this event.